Event description:
It was reported that the orientation annotation is incorrect on mip images that are saved or exported in dicom format. Mip stands for "maximum intensity projection," and refers to a series of two-dimensional pet images that can be viewed in cine mode to appear as a rotating view of the patient. For example, the mip series may take several different image frames to rotate from a coronal view to a sagittal view. Although the mip image series shows a rotating view, the orientation annotation is fixed based the first frame of the series. There was no injury. This problem was identified at a site with an advance pet scanner.